Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 446 mg/dl. The customer reported that the cannula was bent. The insulin pump received no delivery alarm and customer performed fixed prime and found that the insulin exited. The customer was treated with syringe for high blood glucose level. The customer reported that the insulin pump¿s screen was blank however, which was resolved after troubleshooting. The insulin pump will not be returned for analysis.